Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had problems with the ins giving him ¿charges¿ whenever he would turn one way or another. The patient said the ins never worked right. The patient said this problem has been since implant. It was mentioned right off the bat the patient had to charge it. A manufacturer representative (rep) tried to help the patient by showing the patient how to move and reprogram the ins. The patient reported that because of this, he hasn't used the ins in the last 2-3 years, but the ins is still implanted. The patient stated his previous hcp had more information on the issues of the ins giving him terrible charges, but the hcp "went out of business" and the patient needed to find a new hcp. No further complications were reported.